Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: clinical specialist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an (B)(6) year old male patient with a total of 5 cook devices implanted experienced multiple instances of endoleaks due to component separation and occlusion of the grafts. On (B)(6) 2021, the patient presented in an emergency situation with an aneurysm rupture and the abdomen full of blood clots, which contributed to a lack of blood flow below the patient's aorta. The patient ultimately expired. A total of 5 reports will be submitted under patient identifier: (B)(6), one for each device the patient had implanted. This report concerns the thrombus associated with the zenith flex aaa endovascular graft iliac leg device, that was the distal device implanted on the patient's contralateral side. On (B)(6) 2010, a then (B)(6) year old male patient with an abdominal aortic aneurysm underwent a procedure in which 4 zenith grafts were implanted, listed below. Main body: (B)(4), lot 2528519. Contralateral side proximal: (B)(4), lot 2376696. Contralateral side distal: (B)(4), lot 2459967 (subject of this report). Ipsilateral side: unknown tfle. The patient presented back to the implanting hospital and physician approximately 2 years ago as there was a disconnection of components and blood clots between the main body graft and the proximal contralateral iliac leg graft. The distal contralateral iliac leg graft is not believed to have been involved in the separation in this event. On (B)(6) 2019, the patient underwent an additional procedure in which the physician placed a (B)(4), lot 9127512xx. The graft was reportedly used "to bridge the separation area", but imaging provided indicates that the zsle graft was used as an extension on the contralateral side. It is unknown what was done to address the blood clots and thrombus seen in devices at this time. On (B)(6) 2021, the patient presented in an emergency situation at a different facility with an aneurysm rupture and an abdomen full of blood clots. The grafts appeared to be separated again, this time at the junction of the main body graft and ipsilateral iliac leg graft. The contralateral iliac leg grafts are not believed to have been involved in the separation in this event. The patient was taken into surgery and the physician clamped off 2cm above the renals to place an extension graft; however, there was no blood flow below the aorta and everything was reported to be thrombosed. Imaging provided indicates that all 5 grafts implanted in the patient were occluded. The patient ultimately expired due to the lack of blood flow related to the thrombus.

Manufacturer narrative:
Additional information: h6- annex a. Investigation / evaluation: a cook representative from (B)(6) center in the united states informed cook on 17feb2021 of an incident involving multiple cook devices. It was reported that the patient presented emergently to (B)(6) hospital on (B)(6) 2021 with a ruptured aneurysm and an abdomen full of blood clots. Separation had occurred between the main body graft and the ipsilateral leg graft. The physician clamped 2cm above the renal arteries to place an extension graft; however, there was no blood flow below the aorta and all grafts were completely thrombosed. The intervention procedure was not successful, and the patient expired. The 78-year-old male patient underwent an endovascular aneurysm repair (evar) procedure to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2010 at (B)(6) hospital. A main body tffb-30-111-zt (lot: 2528519), proximal contralateral tfle-12-90-zt (lot: 2376696), distal contralateral tfle-18-73-zt (lot: 2459967) and an ipsilateral tfle (rpn: unknown) were implanted. It was also reported that the patient presented back to beaumont hospital and the physician approximately 2 years ago due to a disconnection and blood clots between the main body graft and one of the iliac leg grafts. On (B)(6) 2019, the patient underwent an additional procedure and the physician placed a zsle extension graft to bridge the separation area. Per the family reporting the most recent events, this physician stated this would occur again and would be very bad when it does. A review of documentation including the complaint history, drawing, device history record (DHR), instructions for use (IFU), specifications, manufacturing instructions (mi), and quality control of the device, as well as a visual inspection of returned imaging and dimensional verification, was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, CT and angiography studies dated on (B)(6) 2019 and on (B)(6) 2021 were provided for evaluation and sent for expert image review. This investigation focuses on the reported thrombus occlusion and graft separation from the distal left (contralateral) tfle-18-73-zt. Review of the imaging provided confirmed the reported thrombus occlusion of the distal left tfle graft. On the last CT (date anonymized to on (B)(6) 2021, likely the reported date on (B)(6) 2021), the right tfle (likely tfle-24-71 based on imaging measurements) was completely separated from the tffb-30-111 ipsilateral limb, all graft components were completely thrombosed, and there was a massive retroperitoneal hematoma consistent with aortic rupture. The reported blood clots observed at the secondary intervention procedure on (B)(6) 2019 were not observed on the imaging provided. Contributing factors identified for the thrombus formation observed within the distal left tfle graft included severe hypotension and a low flow state following the aaa rupture. The reviewer stated, "following the rupture, the aaa sac appears to have thrombosed, likely due to severe hypotension and a low-flow state, and this may have led to outflow obstruction of the ipsilateral limb and thrombosis of the main body graft. The acute loss of flow then led to thrombosis of the left leg grafts and loss of collateral flow from bilateral iliac systems. It is unclear if the disconnected right tfle leg was previously occluded or if this occurred acutely with the other components." The imaging reviewer observed a possible type 1a endoleak on the 125-month cta resulting from a complete lack of sealing stent apposition within the proximal neck. The type 1a endoleak was not definitively confirmed due to complete thrombosis of the endograft and aaa sac. The type 1a endoleak was captured in the report with report reference#: 1820334-2021-00937. The reviewer noted a type 1b endoleak around the left tfle-18-73-zt lot: 2459967 due to cia dilation. This could have been due to disease progression causing dilation of the iliac or an inadequate seal at the time of implantation. The endoleak was treated by extending the graft using a zsle-9-122-zt lot: 9127512xx into the left eia and embolization of the left hypogastric artery. This was captured in report with the reference#: 1820334-2021-00940. The reviewer noted a type 3a endoleak between the overlap of the tfle-18-73-zt and the zsle-9-122-zt on the left (contralateral side). The reviewer also states that the distal seal of the leg lacks wall application due to disease progression in the cia. The zsle-9-122-zt, the reviewer noted a type 3a endoleak between the overlap of both components. This information is captured in reports with reference#: 1820334-2021-00940 (tfle-18-73-zt) and 1820334-2021-00942 (zsle-9-122-zt). Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify potential nonconformances prior to distribution. A review of the design history file (dhf) showed that the affected product is safe and effective for its intended use. A review of the device history record (DHR) for lot: 2459967 found no nonconformances that could have contributed to the reported failure mode. It should be noted that the tfle-18-73-zt is a one-device lot and no other complaints are associated with this lot number. As there were no related nonconformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, cook has concluded there is no evidence that nonconforming product exists either in house or in field. Based on the information provided, review of post-operative imaging and review of current documentation regarding controls and inspections, cook has concluded that the product was manufactured to specification. The complete thrombus occlusion of the distal left tfle graft greater than 10 years post implantation was likely secondary to the aaa rupture. The instructions for use (IFU) for (t_zaaaf_rev2) ¿zenith flex® aaa endovascular graft with the z-trak¿ introduction system¿, provides the following information related to the reported failure mode: "4 warnings and precautions 4.1 general patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. 4.3 implant procedure systemic anticoagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. To avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula). 4.5 implant procedure systemic anti coagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. Use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization or rupture of the aneurysm. 5 adverse events 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis and/or pseudoaneurysm claudication (e.g., buttock, lower limb) embolization (micro and macro) with transient or permanent ischemia or infarction endoprosthesis: occlusion graft or native vessel occlusion renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure) 8 patient counseling information physicians must advise each patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. 11 directions for use 11.1 bifurcated system 11.1.8 contralateral iliac leg placement and deployment 3. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until the iliac leg graft overlaps at least one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the contralateral limb of the main body. If there is any tendency for the main body graft to move during this maneuver, hold it in position by stabilizing the gray positioner on the ipsilateral side. 4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency and a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft. 11.1.11 ipsilateral iliac leg placement and deployment 2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the ipsilateral limb of the main body. Note: if an overlap of greater than three iliac stents is required (greater than two iliac leg stents for 37, 39, 54 and 56 mm leg lengths), it may be necessary to consider use of a leg extension in the bifurcation area of the opposite side. 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency." The product IFU, [t_zaaaf_rev5] ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: "4 warnings and precautions 4.2 patient selection, treatment and follow-up key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length;) and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. 4.4 device selection strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 and 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. 5 adverse events 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: endoleak endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion 11 directions for use anatomical requirements iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity should be compatible with vascular access techniques and accessories. Iliac artery distal fixation site should be greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). 11.1.8 contralateral iliac leg placement and deployment 3. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until the iliac leg graft overlaps at least one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the contralateral limb of the main body. Final angiogram 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 3. Repair vessels and close in standard surgical fashion. 12 imaging guidelines and postoperative follow-up 12.4 ultrasound ultrasound imaging may be performed in place of contrast CT when patient factors preclude the use of image contrast media. Ultrasound may be paired with non-contrast CT. A complete aortic duplex is to be videotaped for maximum aneurysm diameter, endoleaks, stent patency and stenosis. 12.6 additional surveillance and treatment additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak aneurysms with type iii endoleak aneurysms enlargement, >/- 5mm of maximum diameter (regardless of endoleak status) migration inadequate seal length" based on the information provided, no returned product, and the results of our investigation, it was concluded that the cause can be traced to an adverse event related to the patient condition. It was determined that the type 1b endoleak in the left distal leg graft and the separation of the tfle-18-73-zt from the zsle-9-122-zt was likely caused by disease progression. The complete thrombus occlusion of the distal left tfle graft greater than 10 years post implantation was likely secondary to the aaa rupture. Thrombus, endoleaks, and component separation are known inherent risks of the device detailed in the product IFU. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.